Event description:
It was reported that while performing a adenotonsillectomy, the physician laid the shaft of the wand on the anterior pillar, and it burned the pillar. The procedure was completed with no further complications. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Pt identifier and weight were not reported.